Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level in the 200 mg/dl range. Customer was treated with intravenous fluids of saline and insulin, and was released from the ER less than 12 hours later with no permanent damage. Reportedly, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump supplies were in use for 4 days with humalog insulin. Tandem technical support educated the customer on cartridge and insulin labeling.